Manufacturer narrative:
The lens was returned inside a plastic specimen cup. Viscoelastic was dried on the lens. The optic was cut into pieces, typical in appearance to insertion and removal. The portions were adhered atop each other in the specimen jar. One haptic was broken in the gusset area and not returned. The other haptic was broken in the haptic/optic junction and not returned. The lens was cleaned with klrp to further evaluate. One optic portion has linear cracked damage on the anterior and posterior optic surfaces similar in appearance to damage from an instrument used to grasp the lens. The other optic portion was torn and split from the cut line of damage into the lens material on the anterior and the posterior surfaces. A recheck of the power and resolution could not be conducted due to the lens damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated product information was not provided. The product investigation could not determine the root cause for the reported complaint. The lens was returned cut into pieces, typical of an insertion and removal. Both haptics were also broken or cut. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The company 21.5 diopter lens was removed and replaced with a non-company 21.0 diopter lens. Due to the exchange of the company 21.5 diopter lens for a monofocal lens that was one-half lower in diopter may suggest that the lower diopter was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens implant procedure, the patient experienced photosensitivity. The lens was explanted and exchanged with another company lens following the initial procedure. Additional information has been requested.